Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that outside of a case, there was a problem with the system's interconnect cable. No patient injury was reported.